Manufacturer narrative:
(B)(4).

Event description:
This is report 3 of 3. This is a report of peritonitis and rash in a patient coincident with dianeal therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were discontinued and the patient was switched to hemodialysis. On an unknown date, the patient experienced peritonitis. On an unreported date, the patient broke out in a rash. The patient was hospitalized for peritonitis. The cause of peritonitis was unknown. The patient stated that the solution, which was initially clear, turned brown and turned white. The treatment rendered for the events was not reported. The patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The occurrence date of this event is unknown, however, it was reported the event "ook" place in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12i06079 and h12l13070. No exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).